Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: product ID 407652, implantable pacing lead, implanted: 2013-(B)(6), product ID 693565 implantable tachy lead implanted: 2013-(B)(6), (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and was not sensing or pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.